Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed failed battery test and weak battery. Customer's blood glucose reading at the time of the incident was 449 mg/dl. Customer treated his high blood glucose with 9 units of insulin. Troubleshooting was done. Replacement product is being sent.